Event description:
Event description cpi received information that this endotak dsp lead was removed from service due to a break at the is-1 terminal pin. Another endotak dsp lead was implanted without issue.